Event description:
It was reported that the device was used in hith for continuous antibiotic infusions, however, this particular device had intermittent issues with downstream occlusion alarms while priming the antibiotic bag prior to patient connection. The issue resulted in the need to use another device for the infusion. The event occurred during immediately on use. The operator of the device was a health professional. The event occurred at the hospital. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: one device was received for evaluation. No repair history was identified in the last 12 months. Visual and accuracy testing was performed. The root cause of the issue was the downstream occlusion (dso) pressure was 8.8 psi, which is out of specification 9 to 27 per square inch (psi). Preventative maintenance was performed where the dso/uso sensors were calibrated.